Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer has an issue with tumescent infiltration pump. The customer states the foot pedal may have malfunctioned and would not allow tumescent to be delivered. The procedure was halted and doctor used a syringe to manually deliver the tumescent. As a result, this increased the time of the procedure. There was no harm to the pt.